Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and it was noted that the tubing was cut. A functional leak test was also performed and a leak was observed at the area of the cut tubing during filling. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the fill port. This occurred near the end of infusion. The reporter stated that there were no abnormalities found with the fill port. There was no report of patient injury or medical intervention associated with this event. No additional information is available.